Manufacturer narrative:
Evaluation summary: x-ray demonstrated heavy calcification on leaflets 1 and 2 and moderate calcification on leaflet 3. X-ray also demonstrated wireform intact. Host tissue on the stent circumference was moderate at the inflow aspect and minimal at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 1 on the outflow aspect. Leaflet 1 had an 7mm tear near commissure 1 and a 3mm tear near commissure 2. Leaflet 2 had an 8mm tear near commissure 3. Leaflet 3 had an 7mm tear near commissure 3 and a 2mm tear near commissure 1. Calcification was evident at the tears. A majority of the sewing ring was cut off from the valve and wireform was exposed along the stent circumference of the valve on the inflow aspect. Customer report of stenosis was confirmed through observed calcification. Calcification restricted leaflet mobility and led to stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause for the calcification indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm valve was explanted after an implant duration of 9 years, 2 months due to severe calcification and severe aortic stenosis. The explanted device was replaced with a non-edwards device. Per obtained medical records, echocardiogram revealed severe aortic stenosis with peak velocity across the aortic valve measured 5.1 m/s corresponding to mean transvalvular gradient estimated 67 mmhg. Intraoperatively the all 3 leaflets of the valve were calcified and had severely restricted leaflet mobility. The patient tolerated the procedure well and is transported to the surgical intensive care in stable condition. There are no intraoperative complications and the patient was discharged home in stable condition on post-operative six.